Event description:
The mis attachment was sent in for repair to stryker kalamazoo. Upon investigation of the device. A broken mis bur was found in the attachment.

Manufacturer narrative:
It was reported via the repair unit that the but was broken inside the attachment. As the event was not reported to have occurred during a surgical procedure, there was no pt involvement or adverse consequences as a result of the event.